Event description:
It was reported that during a pta procedure of the subclavian vein for two tandem lesions, via the brachial cephalic in the upper arm, the balloon ruptured. Prior to this, the balloon was inflated using a 10cc and a 3cc syringe and held for 30 seconds. The pta balloon was removed to complete a venagram. The balloon was reinserted and on the second or third inflation, the balloon ruptured. The type of rupture is unknown. It was reported that there was also a slight rupture in the vein, which was resolved with additional ballooning. The distal end of the balloon was balled up after the rupture, so the pta system had to be removed with the sheath 7 f short sheath. The wire used for the procedure was a 0.035 h2o standard 150 cm angled guidewire. It was reported that the pt is doing fine, though there was a hematoma at the ruptured site.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned catheter was examined visually revealing that the refolding tool was present and no kinks were noted in the catheter shaft. A cordis 7f 5cm introducer was present on the catheter when returned,. Visual examination of the returned catheter revealed a longitudinal split in the balloon approximately 2.5cm in length, located approximately 1cm proximal of the proximal marker extending to approximately 1.5cm distally of the proximal marker. Visual examination of the inner shaft did not reveal any defects related to manufacturing that may have contributed to the balloon damage. The root cause of the balloon rupture is unknown, however, it was reported that a 3cc and a 10cc syringe was used to inflate the balloon, without the use of a pressure monitor, over pressurization of the balloon can occur. The current IFU states: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended.